Manufacturer narrative:
(B) (4)(B) (6)

Event description:
It was reported to boston scientific corporation that an advantage transvaginal system was used during a sling placement procedure.according to the complainant, during the procedure, the bladder was perforated. The procedure was documented as successfully completed. During a follow-up visit on (B) (6)2008, the patient's pe and voiding were documented as both "normal".